Event description:
Philips received a complaint on the v60 ventilator indicating that the device was intermittently alarming for low o2. Device was in use at the time the reported problem initial occurred. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device was being tested with a 0.25 test adapter and the external o2 manifold was present at the back of the device with the e-cylinders disconnected. The rse advised the customer to try running the device with the external o2 manifold bypassed and o2 connected directly to the o2 inlet. The rse stated the customer could also try running the high pressure o2 leak test. The customer stated that they would continue testing. The next day, the customer called the rse back and reported that they were actually connected to the e-cylinder, not the wall o2. The customer reported that with one bottle connected the o2 pressure held at 47% through various o2 flow settings on the pneumatics screen. With another o2 bottle, there was 0 psi available. The rse advised the device was responding correctly to the o2 bottle that was empty, showing 0 psi. The rse had the customer review the test set up again and found that there was not a patient proximal line connected or the 0.25 test fitting. With the o2 set to 50% in ventilation mode, the ventilator did not produce a no o2 available alarm. The rse advised the customer to trigger some breaths manually and the ventilator did produce the no o2 alarm as expected. It has been determined that the alarms the patient experienced were a result of the incorrectly setup patient circuit. The customer was advised to perform a full performance verification test (pvt) before returning the device to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.